Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field, and no product malfunction was found. The issue was the result of use error. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes one malfunction event, where it was reported the stretcher lowered onto a patient's family member's foot. There was no serious injury.